Event description:
It was reported that a cut in the hose portion of pneumatic drill was discovered at the user facility. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The device was received by the MFR and the complaint was confirmed. A visual examination of the drill confirmed that the pneumatic hose was torn or cut, so the hose assembly was replaced. Additional preventative maintenance was also performed, and various internal components were replaced. The device was repaired and returned to the customer.